Event description:
It was reported the device was used during a veritcal banded gastroplasty performed on 12/29/97. It was reported after firing cdh25, leak testing was done with air and with methylene blue. There apparently was no leak seen with the air test, but a small amount of methylene blue was seen leaking out. The surgeon then oversewed the staple line. Pt did well for 7 days but on the 8th day, the staple line "blew". Pt's sign and symptoms were not provided. The pt was opened and surgeon reported he saw staples which were misformed. Surgeon diverted the anastomosis and did a complicated repair, details of which are known at this time. Pt just recently was transferred out of ICU.